Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination. The suction channel tested positive for pseudomonas aeruginosa and klebsiella pneumoniae with more than 80 colony forming units (cfus). The auxiliary channel tested positive for escherichia coli with 1 cfu. All channels tested positive for pseudomonas aeruginosa, klebsiella pneumoniae, escherichia coli, and coagulase negative staphylococci with more than 80 cfus. The issue was found during routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer did not provide any precleaning or manual clean process. Cantel was used as the automatic endoscope reprocessor (aer) along with intercept detergent and rapicide disinfectant. The aer was also cultured but no colonies were found. The scope was stored horizontally in cantel endodry. Olympus was used for repair and maintenance. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The sample for the scope were collected, received, and analyzed on september 2nd, 2022. The hygiene microbiological investigation report indicated the channels of the scope were cultured and tested positive for pseudomonas aeruginosa with 16 cfus. The scope will be reprocessed and resampled. Once the results are within acceptance criteria, the scope will undergo a physical evaluation. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus reprocessed the device according to the device instructions for use (IFU) and re-sent the device to a third-party testing facility were the results were: on (B)(6) 2022: sampling from: biopsy ch; cfu: <1cfu; bacterial identification: n/a. Sampling from: suction ch; cfu: <1cfu; bacterial identification: n/a. Sampling from: a/w ch; cfu: <1cfu; bacterial identification: n/a. Sampling from: auxiliary water ch; cfu:<1cfu; bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the indication of key top 1 was unclear, the scope connector water mouth piece was deformed, and the biopsy channel was exchanged as preventive maintenance. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.